Event description:
Response (rvr). Technical services (ts) analyzed device episode data and found that there was under sensing of the patient's low amplitude signal during these af episodes. This right atrial (ra) lead was not manufactured by (B)(6). No additional adverse patient effects were reported. Currently, this crt-d remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).